Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: pain, edema, and seroma.

Event description:
Patient reported pain , "sudden enlargement," and "fluid drained." The device remains implanted.